Manufacturer narrative:
Inspection of the returned pdm found no damages that would indicate thermal exposure. No damages were observed to the back of the pdm, the charging port, or the battery compartment. The pdm was plugged in and allowed to charge. The pdm was able to charge to 100%, turn on, and boot up with no issues. The pdm was not felt to get hot while charging. Upon unlocking the returned pdm, the pdm booted to the first step of first time setup, indicating that the device had been reset prior to the investigation. Review of the android log files downloaded from the pdm found that last time the pdm was turned on prior to the investigation was 13dec2025, indicating that the pdm was able to turn on after the date of occurrence. No logs from the date of occurrence were available to the device reset and so the battery temperature from the date of occurrence could not be reviewed. Though no issues were observed with the returned pdm, without the log files from the date of occurrence, it could not be conclusively determined if the pdm started overheating on the date of occurrence. The exact cause of the reported thermal event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received we will submit a supplemental with the investigation findings. We are unable to confirm the cause of the reported thermal event. The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#90987 was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient's mother reported their omnipod dash personal diabetes manager (pdm) back was sticky like the battery had melted. Additionally, the pdm would no longer turn on. The patient's mother confirmed they were using an insulet supplied changing cable. The device has been replaced.